Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient presented with tibial plateau fracture was treated in (B)(6) 2012 with competitors hardware. Patient returned to the hospital in (B)(6) 2012 due to continual pain. Reportedly the competitors hardware was removed and patient was revised to synthes lcp proximal lateral tibia plate and screw construct. In (B)(6) 2012 (date unknown), the patient returned to the hospital due to pain that had been ongoing since the operation and was reportedly getting gradually worse. Patient also presented with redness on the skin. Patient was returned to the o.r. On (B)(6) 2012 and subsequently the hardware was removed. It was reported tests were performed and histology was returned with evidence of particular debris. Reportedly the surgeon feels that the overriding pain and redness is probably a result of an allergic response or infection but is a little concerned about the erosion within the threaded holes of the plate as well as the presence of blackened particles when the plate was removed from the patient. No evidence of osteomyelitis was reported. This is 2 of 4 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient returned to the hospital in (B)(6) 2012. Suspected implant date was in (B)(6) 2012 (date unknown). Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Investigation coordinated by synthes europe. Report received indicates the device history records were researched, no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the device in question. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/as if specification and with the international standard. Based on these findings we conclude that the cause of this complaint is not due to any manufacturing non-conformances. In addition an energy dispersive x-ray spectroscopy was performed and it was found that the residues on the plate consist of the elements carbon, oxygen, sulfur, calcium and phosphorus. This indicates that these are organic blood and bone residues. No product fault could be detected. Placeholder.